Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the nozzle was partially clogged by foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that clogged nozzle due to fibrous foreign material (could be bristle of the cleaning brush) occurred due to the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the switch 2. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.